Event description:
Patient did report that they were hospitalized and had to miss doses as their port had an infection and became septic. No further information provided. Unsure if mdo is aware. No further information, details, or dates provided. All known information is contained on this form. Any additional info will be provided on a separate medwatch report. Reported to (B)(6) by pt/caregiver.